Event description:
It was reported to philips that motorized movement was unavailable, and the system was returned with limitations on a azurion 7 b12. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed calibration and scheduled a follow-up visit. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).